Event description:
It was reported that a malfunction occurred on the pump, and a malf 5 code was displayed. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller with resetting the pump, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to contact support if any further malfunctions occur.